Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump is experiencing a shortened battery life. It was reported that the pump was alarming to alert for a low battery while the battery status on the display screen indicated four bars remaining. The reporter noted debris around the battery cap and battery compartment threads. The patient frequently exposes the pump to dusty conditions while horseback riding. This complaint is being reported because the reported power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.